Event description:
It was reported that the prograsp forceps instrument was noted to be broken prior to starting a da vinci surgical procedure. The isi representative contacted the site for more information and learned later that the cable was broken on the instrument. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.